Event description:
It was reported that a patient stated a smiths medical ms-3 pump was beeping this afternoon. Patient noticed then the pump was not running but then started running again. At that time pt experienced a little nausea but nothing else. Patient decided to stop the pump and call cvs. Patient stated he last changed the pump and cartridge on (B)(6) 2021. The dose at that time was 58.5ng/kg/min, a pump rate of 0.048ml/hr., using 2.8ml of remodulin 5mg/ml and changing cartridge every 48 hours. Patient stated the pump has 2.486mls remaining at this time. This amount confirms that the pump may not have been running continuously and pt has not received medication at times. Advised pt to change out the pump right away and to program the pump to deliver medication at a rate of 0.030ml/hr. No adverse patient effects were reported.